Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for this event. On an unreported date, the patient was treated with amikacin and fortum (dose, frequency, route, and duration not reported) for the peritonitis. The outcome of the peritonitis event was not reported. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.